Manufacturer narrative:
The unit was returned to mindray's repair center for repair.

Event description:
Customer reported an issue with the v series monitor, which may have resulted in loss of spo2 monitoring. No patient injury was reported.